Event description:
At end of procedure, proctosigmoidoscopy and vaginoscopy, a 1 cm burn on right anterior thigh was noticed at the site of the ground pad. Pt was in lithotomy position. Ground pad noticed to have small hole in corner of adhesive border.